Event description:
It was reported that the device was unable to interrogate via rf telemetry. The device was not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of telemetry anomaly could be confirmed via device image in the laboratory. Analysis found that a firmware error caused the telemetry anomaly.